Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that review of the device's log file showed the reported defib fault 76 events. The report of the defib fault 76 was not duplicated during evaluation, the device successfully passed 30j test, bench handling, and defib cycling without any issue. To prevent future reoccurrence the pace/defib engine was replaced. As a result, the investigation is closed as observed in device data. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.